Manufacturer narrative:
Unit received with no button response due to flattened (escape, act, up and down) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify exposure to magnetic field, excessive no delivery alarm, lost sensor alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised forced sensor system test, rewind test and excessive no delivery test due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clinical specialist told to monitor the insulin pump. The customer¿s blood glucose level was 14.9 mmol/l. Customer noticed they load up insulin pump was dispense properly and sometimes was not dispense insulin properly. Customer stated that they did not wear sensor with her insulin pump and was saying lost sensor during another download and do not wear sensor so must be fluctuating or something. Insulin pump will be returned for analysis.